Event description:
The customer contact reported a nondelivery. The homecare pt was to receive 3 in 1 tpn 1300 ml for duration of 20 hrs. In 2006 at an unspecified time, the infusion was started. The next day at 1:50pm, the pt's mother noted the solution container was full. With the guidance received via telephone from the pharmacist, the pt's mother disconnected the tubing set from the pt and noted that fluid did not flow through the tubing set. The solution container and the tubing set were removed from the pump and immediately replaced. The infusion was immediately restarted using the same pump. It was reported the pt missed 20 hrs of tpn therapy and as a result "was sleeping more." Approx one or two hrs after the infusion was resumed, the pt was reported to be "fine." There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.